Event description:
It was reported that the patient presented for a pulse generator change procedure. During the device preparation, it was noted that the left ventricular lead dislodged which resulted in loss of capture. The lead dislodgement was confirmed by fluoroscopy. The lead was explanted and replaced. The patient discharged and stable post procedure.